Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. (B)(4).

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered premature battery depletion due to left ventricular (lv) lead high output. The ipg and lv lead remains in use. Facility advised to consider to relocate or implant a new lv lead to obtain better capture thresholds. No patient complications have been reported as a result of this event.